Event description:
Thomas lt endotracheal tube holders, lot 29195, being distributed with et tube holder (screw device) installed upside down. This could potentially be attached to a pt with accidental extubation as a result. MFR is aware.